Manufacturer narrative:
H6: investigation summary: scope of issue: the scope of issue is only limited to bd facsvia flow cytometer, part # 656874 and serial # (B)(6) . Problem statement: customer reported a complaint that they obtained erroneous results. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 05aug2020 to date 05aug2021. Complaint trend: there are 9 complaints related to the issue of erroneous results; date range from 05aug2020 to date 05aug2021. Manufacturing device history record (DHR) review: DHR part # 656874 serial # (B)(6) , file #(B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the instrument producing erroneous results was due to a dirty flowcell. Dirt and grime in the flowcell can lead to decreased optical clarity and inaccurate results. The customer had submitted a complaint regarding their instrument displaying high cd4 pearl counts since it was purchased. A tsr (technical service representative) helped the customer identify the issue during a phone consultation and instructed them to review the instrument¿s cleanliness and perform an extended clean of the flowcell. They then helped the customer prepare a new lysis solution, check the trucount tubes, and the instrument controls. After performing the repairs, the customer confirmed that the instrument was functioning as expected. No parts were requested for evaluation as there were no parts replaced. Although the unexpected results were from patient samples for clinical use, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and was discarded once realized of the unexpected results. The customer confirmed that the treatment of the patient had not been changed or delayed due to the erroneous results. Instructions on how to properly clean and maintain the instrument can be found in the bd facsvia system instructions for use manual 23-14662-00, rev. 1/vers. A. The safety risk is moderate, s3, and there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: 02sep2020. Defective part number: n/a. Work order notes: subject / reported: 656874 - bd facsvia - cd4 high pearl counts. Problem description: cd4 high pearl counts. Work performed: user indicates elevated counts are observed upon purchase. Equipment cleanliness is checked: re performs extended cleanflowcell. New preparation of lysis solution. Trucount tube batches are reviewed. Controls are prepared again and the cdchex control is run correcting the values. Cause: instrument cleaning. Solution: instrument cleaning, equipment running ok. Returned sample evaluation: a return sample was not requested because no parts were replaced. Risk analysis: risk management file part # 10000176773ra, vers. D, facsvia, clinical sw v1.2 risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? ¿yes ¿no. ID: 3.2.1. Hazard: user runs samples on instrument without running qc mode first. Cause: user can skip running qc mode. Harmful effects: inaccurate results. Risk control: ¿sy-2400 ¿ daily qc - frequency ¿sy-2723 ¿ daily qc - notifications - last run fail/expire ¿never run samples if the instrument fails qc mode ¿ general system precautions ¿ safety and limitations guide ¿software dialog box prompts user to run qc before collecting samples. Implementation verification: ¿23-14662-00 bd facsvia¿ instructions for use ¿tp-133, tp-151 ¿tp-170 ¿tp-170 ¿23-14661-00 bd facsvia¿ safety and limitations. Effectiveness verification: ¿verification report ¿ pm076 ¿tp-151 plasma count test definition pass date: 11-jun-2015 ¿tp-133 leucocount test definition pass date: 28-aug-2014 ¿tp-170 qc module pass date: 28-may-2015. Probability: 1. Severity: 3. Risk index: 3. Residual risk evaluation: a. New hazards: none. Mitigation(s) sufficient ¿yes ¿no. Root cause: based on the investigation results the root cause of the erroneous results was due to a dirty fluidics system. Conclusion: based on the investigation results the root cause of the erroneous results was due to a dirty fluidics system. The customer had submitted a complaint regarding elevated cd4 results from the instrument after its purchase. The tsr assisting the customer instructed the customer to inspect the instrument¿s cleanliness by performing an extended flowcell cleaning. They then helped the customer prepare the lysis solution, trucount batches, and instrument controls. After these repairs, the customer confirmed that the instrument was functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is moderate, s3, and there was no impact to patient health or safety. H3 other text : see h10.

Event description:
It was reported that while testing patient samples on bd facsvia¿ flow cytometer there were erroneous cd4 high pearl counts. There was no patient impact. The following information was provided by the initial reporter, translated from spanish to english: cd4 high pearl counts. 1. Are there erroneous results on patient samples for diagnostic test? Yes. 2. Was there any delay of treatment due to the issue? No. 3. If patient samples were redrawn, was there any change or delay of treatment? No. 4. Was there any physical harm/injury to the patient due to the issue? No. 5. Provide details - how and to what extent? No. 6. What is the current medical status?n o.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing patient samples on bd facsvia¿ flow cytometer there were erroneous cd4 high pearl counts. There was no patient impact. The following information was provided by the initial reporter, translated from spanish to english: cd4 high pearl counts. Are there erroneous results on patient samples for diagnostic test? Yes. Was there any delay of treatment due to the issue? No. If patient samples were redrawn, was there any change or delay of treatment? No. Was there any physical harm/injury to the patient due to the issue? No. Provide details - how and to what extent?no. What is the current medical status?no.